Manufacturer narrative:
The qualcrimp of the commander delivery system was returned for evaluation. Imagery provided by the site showed a dark particulate. Visual inspection found a small black foreign material was inside the bag the qualcrimp was returned in. Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir) and found the black colored material showed similar absorption characteristics when comparing to yarn, (polypropylene) like material. A review of the manufacturing process found that yarn (polypropylene) is not present in any equipment used during the manufacturing of the commander delivery system. Therefore, it is not confirmed that the yarn-like material (polypropylene) collected during evaluation originated from the manufacturing process.  A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. A complaint history review found a similar complaint related to the reported event. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the commander delivery system was 100% inspected. During final inspection, the commander delivery system was 100% inspected by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for delivery system particulate, contamination was confirmed based on imagery and visual inspection of returned device. Investigation complaint history, DHR and lot history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. A definite root cause is unable to be determined at this time. As the particulate was found after pouch was opened, it is no longer possible to determine what particulates were seen in the field and which ones were introduced after opening of the pouch. As such, a definitive source for the particulate is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  A complaint history review showed that a product risk assessment and CAPA were previously initiated to investigate the cause and assess the risk associated with particulates found within the pouch and the associated risks. The CAPA is currently in the implementation phase. It should be noted that this work order was terminated before the implementation of the CAPA. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no additional action is required at this time.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during the preparation of the tavr procedure, a black foreign material was found on the crimping accessory. A new commander delivery system was exchanged for the procedure and there was no impact to the patient.